Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Technical support instructed customer to plug the adapter with plan for customer to call back if pump still did not begin charging; no additional information was received regarding outcome of event.